Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 9735737, version: 1.2.0. Product ID: 29631, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in an electrode and probe placement procedure, an imprecision was observed. It was reported that after registration with 5 bone fiducials and a CT scan, accuracy was confirmed with a green zone of accuracy and low error metric value. A pre-operative MRI and CT were merged. Once sterile, accuracy was verified. The automated guidance unit was then aligned to the plan, where it was noted that the frame and guidance unit were noted to be tracking with good accuracy. The skull was then marked with a pen through the guidance unit. The unit was then moved out of the surgical region where a 14 millimeter perforation was made for a rns implant cap that was centered on the mark. The guidance unit was then brought back to the surgical field where the position was homed and realigned to the plan which was confirmed to be accurate. The surgeon then began motion monitoring. A biopsy drill guide with teeth pulled back from the brain surface and locked in place in the tracker along with a reducing tube reduced and the biopsy reducing tube. A passive planar probe was introduced through the reducing tube where tracking was maintained throughout. The lead was then introduced through the stylet where navigation was maintained. The introducer stiffening stylet were then removed, the electrode was secured and a second electrode was then placed following the same methodology on a second location of the anatomy. Following closing of the patient, a post-operative image was taken and merged with the pre-operative image. Review found that leads were placed 3-4 millimeters inaccurately at the entry point and along multiple midpoints of the plan. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Event description:
Medtronic received information that there was no delay to the procedure due to this issue.

Manufacturer narrative:
H2) additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) a medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.